Event description:
It was reported that the numbers on the insulin pump were ramping up without input and the devise was vibrating button error. Customer also received a failed battery test alarm after a battery change. Customer then stated that they left the batteries out for the night and received a battery out limit alarm. Customer's blood glucose reading at the time of the call was 168 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No button error alarm. No ramping numbers anomaly noted. Insulin pump passed displacement test, operating currents, self test and off no power test. No failed battery alarm and no battery out limit alarm noted. Insulin pump received with minor scratches on display window, cracked case display window corner, cracked reservoir tube lip and cracked belt clip slot.